Event description:
Complainant alleged that while defibrillating a patient during open heart surgery, (age & gender unknown) the clinician received an unintended delivery of energy. Complainant indicated that the energy received to the clinician was "minute" and there was no indication of an adverse effect to the clinician. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.